Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in extreme levels. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.